Manufacturer narrative:
Investigation found the exposed portion of the soft cannula to be stretched. Fluid was still able to pass out of the distal tip of the cannula. No other damage was found that would cause the cannula to dislodge, so the reported event could not be determined. Although the cannula was damaged, the cause and timing are unknown. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod dash insulin management system ¿ user guide. Model: 18320. 18296-eng-aw rev b 06/18. Changing your pod. Chapter 3 / page 49. Warnings: check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery. Verify that there is no wetness or scent of insulin, which may indicate that the cannula has dislodged. Blood glucose readings. Chapter 4 / page 56. Warnings: blood glucose readings below 70 mg/dl may indicate hypoglycemia (low blood glucose). Blood glucose readings above 250 mg/dl may indicate hyperglycemia (high blood glucose). Follow your healthcare provider's suggestions for treatment.

Event description:
It was reported that a patient's blood glucose levels (bg) reached over 400 mg/dl while wearing the pod between 4 and 24 hours. The pod¿s cannula was found dislodged while wearing it on the abdomen. For treatment, the parent gave a correction bolus.